Manufacturer narrative:
Based on the preliminary analysis of the returned unit, no evidence was found to suggest that the cause of the death was device-related.

Event description:
The subject pacemaker was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2019, the patient was hospitalized due to gastrointestinal bleeding. The patient was pacing-dependent with an intrinsic rhythm of 38 bpm. Between (B)(6) 2019 and (B)(6) 2019, the patient underwent radiotherapy for cancer and pacemaker operation was carefully checked before and after each therapy. On (B)(6) 2019, radiotherapy was stopped due to the condition of the patient. On (B)(6) 2019, the patient was found dead in his bed. Resuscitation was performed, however it was unsuccessful. On (B)(6) 2019, the device was interrogated and found in standby mode. Preliminary analysis revealed that the pacemaker switched in standby mode because of a temporary decrease in the battery voltage.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190730 - file-2019-01365 - analysis_and_closure_report_resp-2019-00907.pdf].

Event description:
The subject pacemaker was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2019, the patient was hospitalized due to gastrointestinal bleeding. The patient was pacing-dependent with an intrinsic rhythm of 38 bpm. Between (B)(6) 2019 and (B)(6) 2019, the patient underwent radiotherapy for cancer and pacemaker operation was carefully checked before and after each therapy. On (B)(6) 2019, radiotherapy was stopped due to the condition of the patient. On (B)(6) 2019, the patient was found dead in his bed. Resuscitation was performed, however it was unsuccessful. On (B)(6) 2019, the device was interrogated and found in standby mode. Preliminary analysis revealed that the pacemaker switched in standby mode because of a temporary decrease in the battery voltage.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2019, the patient was hospitalized due to gastrointestinal bleeding. The patient was pacing-dependent with an intrinsic rhythm of 38 bpm. Between (B)(6) 2019, the patient underwent radiotherapy for cancer and pacemaker operation was carefully checked before and after each therapy. On (B)(6) 2019, radiotherapy was stopped due to the condition of the patient. On (B)(6) 2019, the patient was found dead in his bed. Resuscitation was performed, however it was unsuccessful. On (B)(6) 2019, the device was interrogated and found in standby mode. Preliminary analysis revealed that the pacemaker switched in standby mode because of a temporary decrease in the battery voltage.